Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to plug charging supplies into working outlet for extended time, pump later began charging using original charging supplies.